Manufacturer narrative:
The isolated generator power control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the power enclosure board. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the image acquisition system (ias) was impossible to power on. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor on the board of the unit was shorted.